Event description:
A technician reported a case of dryness, two months post bilateral lasik procedure. Rptr noted pt experienced blurry vision. Topical steroid dosage was increased, to address the reported issue. Upon add'l f/u, rptr informed that the left eye was retreated, four months post initial surgery. Pt was seen at one day post retreatment, and rptr informed that the dryness was better and the pt was seeing well. Rptr noted that the pt did not present any complaints, at the one day post enhancement procedure visit. There are two medical device reports associated with this event. This report references the left eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).